Event description:
It was reported by service report that the recliner back section will not properly attach to the seat section. No adverse consequences have been reported.

Manufacturer narrative:
Investigation underway.